Event description:
The patient reported that their implantable neurostimulator (ins) had been dead for a while, since (B)(6) 2014. The patient was getting along okay because they had hip surgery that alleviated a lot of the pain that they had been having. However, at the time of the report they were having nerve pain and spinal pain which was different. They had always had this pain but had noticed a flare up over the 4 months prior to the report. The patient had just gone on a trip that aggravated this pain. This nerve pain was a sciatic type pain and was part of the patient¿s other pain syndrome and the hip pain had always been worst. The patient¿s doctor had retired and they needed to find a doctor that could either ¿redo¿ the implant or do something to help the patient. The patient was implanted for chronic low back pain and post lumbar laminectomy syndrome. Additional information received from the patient reported that they let the battery go dead on their implantable neurostimulator (ins) because they failed to charge it monthly as they had done in the past. The patient stated that they repeatedly attempted to recharge at home and attempted to elicit a recharge at their healthcare provider (hcp) office in order to resolve the issue. It was noted that the patient was going to have their ins replaced at some point in the near future. In the meantime, they have resumed taking medication and had a cortisone epidural injection, making their pain more tolerable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.